Event description:
This patient experienced a restenosis of two cypher stents approximately sevent months after placement in the left main / left anterior descending (lma/lad). This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking aspirin, plavix, statins, ace-inhibitors, beta-blockers, and calcium agonists. The patient was taken electively to the cardiac cath lab, where angiography revealed a smooth, eccentric, mildly angulated lesion in the mid-distal lma extending into the ostial lad. A bolus of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The lesions were not predilated. A 3.0 x 8mm cypher was deployed to 12 atms within the ostial lad and a 3.5 x 8mm cypher stent was deployed to 18 atms within the lma with satisfactory results. The stents were not post-dilated. Flow through the stented segment was timi iii. The patient was discharged on the same pre-procedure medications.